Manufacturer narrative:
On 1/29/2021, mentor became aware that the date of removal was actually (B)(6) 2018. The replacement devices were mentor memorygel breast implant 400cc. In addition, it is unclear if the timelines are accurate and it is not clear that the symptoms were attributed to the mentor devices. Manufacturer¿s reference number: (B)(4), the date of removal was (B)(6) 2018.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5097668 that female patient underwent a breast surgery procedure with a mentor memorygel breast implant 500cc and suffered from an unspecified negative outcome from the breast surgery. The patient experienced pain in chest, daily headaches, migraines, neck and jaw pain, brain fog and vision issues, fatigue, tingling in arms, chills, and tinnitus. As a result, the patient had undergone removal and replacement with allergan brand breast implant on (B)(6) 2020. This medwatch is for the right breast implant.